Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet would not retain charge despite displaying the charging icon on the main screen while on a charger with an illuminated green indicator; the device became hot to the touch during prolonged charging attempts and powered off shortly after removal from the charger. Symptoms included no glycemic symptoms because the patient was not using the ilet at the time. Outcomes included no adverse health impact and no medical treatment. Investigation included remote troubleshooting and education, confirmation of charger function, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.